Event description:
It was reported that our sales rep has become aware there was an entrapment on the rose bed which reportedly led to a pt death several months ago.

Manufacturer narrative:
Follow up will be submitted once the investigation is complete.